Manufacturer narrative:
Updated data: b5. Second paragraph added additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a transcatheter aortic valve, loading was performed without issue and no crown overlap was detected. During the first attempt to place the valve, the position was too low. Subsequently, the valve was recaptured. During the second deployment attempt, there was a clear infolding observed after opening the valve up to two-thirds. The valve was recaptured and withdrawn from the patient. A new valve was loaded onto a new delivery catheter system (dcs) and the implantation was completed successfully. No patient complications have been reported as a result of this event. Additional information was received that a 10-minute procedural delay occurred as a result of the infold. Per the physician, the patient's annular calcification contributed to the infold.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, loaded inside of the delivery catheter system (dcs), visual analysis showed the valve was discolored with evidence of blood contact. The valve was received in a compressed state with the inflow displaying an elliptical appearance. Remnants of maroon host tissue were noted on the frame and tissue. As received, all leaflets were in a partially open position with a large gap between the free margins. The leaflets were unable to close, appearing to be associated with the dried state of the tissue. All leaflets appeared severely dehydrated, stiff and not pliable. Creases and imprints were observed on all leaflets and outer wrap. Remnants of bloody host tissue were observed on the tops of the commissures. All commissures appeared intact. All sutures were intact; no damage was observed. There was no evidence of damage such as bends or kinks to the frame. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded; however, the valve appeared to retain a compressed state. The retained compressed state may possibly be associated with the valve h aving been in the loaded state, inside the dcs, for an unknown duration of time. Due to the returned condition of the valve, a deployment simulation could not be performed. Updated: d4, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a transcatheter aortic valve, loading was performed without issue and no crown overlap was detected. During the first attempt to place the valve, the position was too low. Subsequently, the valve was recaptured. During the second deployment attempt, there was a clear infolding observed after opening the valve up to two-thirds. The valve was recaptured and withdrawn from the patient. A new valve was loaded onto a new delivery catheter system (dcs) and the implantation was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012745078); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.